Event description:
It was reported that during the unknown procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath had broken valve that led to continuous influx of bubbles. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product return status is unknown.